Event description:
The patient's attorney claims that the patient (B)(6) was tested and found to be positive for (B)(6) based on the use of a cellestis quantiferon tb gold test. The assumption is the test was performed on a lot of (B)(6) tubes which were recalled by the firm (ref 3003964343-01/28/13-001-r). (B)(6) was put on treatment with (B)(6). The attorney claims that the patient was subsequently found not to be positive for (B)(6). The patient's attorney is claiming that (B)(6)received extensive liver damage as well as other injuries and damages.

Manufacturer narrative:
As a result of a CAPA investigation, past legal communication was found that was identified as requiring a medwatch report. Based upon the intended use of the product, if a (B)(6)result is obtained, the physician is advised to repeat the test for confirmation, and in general the results of the screening test are to be taken into consideration with the patient's epidemiological history, current medical status and results of other diagnostic evaluations. The alleged problems reported are the outcome of diagnosis, and subsequent treatment of the pt using (B)(6). Cellestis filed notification of their voluntary recall through the regional FDA district recall office on 10/16/2012. Closure of the recall by the FDA was received 4/25/2013.